Manufacturer narrative:
(B)(4). Batch # r59062. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during a semi-open pneumonectomy, the staples at the middle of the cartridge were formed in lumbricoid shape at the 2nd firing. The device was used on the interlobar. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The analysis found that one pcee60a device was returned with no apparent damage and with one gst60b cartridge reload loaded on the device. The reload was received fully fired with several staples b formed on the cartridge deck. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.